Event description:
A malfunction alarm was reported with the customer's insulin pump, and the malfunction code could be reset. There was no reported adverse impact on the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, but the malfunction code recurred. As a result, the decision was made to replace the pump with a backup insulin pump provided to ensure insulin delivery was not interrupted. The customer was instructed to put the faulty pump in storage mode and return it using a pre-paid label within ten days.